Manufacturer narrative:
Concomitant medical products: 6984m adaptor implanted: (B)(6) 2016; 6984m adaptor implanted: (B)(6) 2016; 6984m adaptor implanted: (B)(6) 2016; 6920 adaptor implanted: (B)(6) 2016; 407645 lead implanted: (B)(6) 2010; 693565 lead implanted: (B)(6) 2010; 419688 lead implanted: (B)(6) 2010. Evaluation summary: the crdm adaptor was returned and analyzed. Analysis indicated that the defibrillation coil was flexed. If information is provided in the future, a supplemental report will be issued.

Event description:
A lead adaptor apparently previously associated with the rv lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician's office in response to our follow-up attempts. Markedly elevated impedance, loss of capture, and sensing abnormalities on the rv lead were noted. During explant of the rv lead, the helix did not completely retract. High threshold on the left ventricular (lv) lead was also noted. It was specifically noted this high threshold might have been related to the particular pacing vector chosen (lv tip-rv coil). It was also reported that the lead adaptor had no longer been needed due to relocation of the pocket to the left side. The rv lead was replaced, and the lv lead remains in use.